Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a motor error alarm and a constant tone. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had a constant tone and a motor error alarm after exposure to moisture. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to moisture damaged the motor home switch. Also moisture damage vibrator motor and electronic assembly during visual inspection. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to motor error alarms.